Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient has elevated blood glucose levels while using pump after using insulin pens blood glucose level became normal. No adverse event reported. Requested return of the alleged device for evaluation.